Event description:
During follow-up, left ventricular lead dislodgment was noted. A lead revision was performed to reposition the lead with good electrical measurements. The patient was in stable condition following the procedure.